Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He observed fault codes #1 (general application errors), #111 (local vas wdt failure), #112 (main application wdt failure), and #116 (fault indicating ui base and ui head are unable to communicate) in fault log. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp screen went black and an alarm tone activated. The pt was switched to another iabp and therapy was continued. No pt injury was reported. The customer powered up the iabp around a half an hour later without any problems.